Manufacturer narrative:
As reported, a 4f standard with guidewire avanti plus sheath introducer tore the artery during its introduction. The patient suffered arterial rupture. Suture of the injured artery was done. A new unknown device was used to continue the procedure. No other information was provided. The device was not returned for analysis. Device history record review of lot: 17955065 was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed, and no determination of possible contributing factors could be made. Arterial rupture is a well-known documented potential complication of this type of procedure and is listed in the IFU as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. This does not represent device malfunction. Based on the available information there is no evidence to suggest that the event was design or manufacturing related. The DHR reviews does not suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective action will be taken.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4f standard with guidewire avanti plus sheath introducer tore the artery during its introduction. The patient suffered arterial rupture. Suture of the injured artery was done. A new unknown device was used to continue the procedure. The device will be returned for evaluation.